Manufacturer narrative:
The reported events were lead dislodgment, cardiac perforation, r-wave amp variation, low pacing impedance and no capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The tip stiffness test was performed, and the results were within specification. The reported events of r-wave amp variation, low pacing impedance and no capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead exhibited decreased sensing, decreased pacing impedance, and failure to capture. A chest x-ray and echocardiogram were performed to confirm the perforation and dislodgement of the lead. It was also discovered that the patient had a pericardial effusion.

Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead resulting in cardiac perforation. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.